Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: were all pouch components retrieved from the patient? Are all components of the torn pouch available to be returned with the rest of the devices? Was there any change to the post-op patient care? What is the current patient status?

Event description:
See attached maude event report form, #(B)(4).